Manufacturer narrative:
As the lot number for the devices were provided, a device history review was performed. Two out of the three samples were not returned for evaluation and hence the alleged malfunction remains inconclusive for them. Investigation of the returned device confirmed that the device could not inflate. Based upon the available information, the definitive root cause of the reported events is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model u41502h30rx pta dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. Of the three malfunction, three patients were involved with no patient consequences or impact. The patients involved were one (B)(6) years old female, one male of unknown age and the gender of the other patient was not reported. The weight of none of the patients were reported.